Manufacturer narrative:
H3, h6: the computer bi30000554 o-arm 12v (1598574) was returned and analysis found no fault. The imaging system application loaded successfully. A virus scan was performed and no virus was found. The system initialized and motion, rad gain, and fluoro gain calibrations were performed. Evaluation codes that apply to this testing: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacture date was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the image acquisition system (ias) computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The image acquisition system (ias) computer was returned to the manufacturer for analysis; results were not available on the date of filing. Concomitant medical products: product ID: computer bi30000554 o-arm 12v, lot number rev. 2 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant was stating system booting please wait. Technical services (ts) requested that the radiologic technologist (rt) disconnect the umbilical and reboot both the mobile view station (mvs) and image acquisition system (ias) and then reconnect the umbilical, no change occurred. Ts had her keep the umbilical connected to the ias and reboot the ias with no change. The clinical specialist (cs) then reported that he went into remote desktop and copied the configuration file and re-entered it into the ias then rebooted and system then worked. There was no patient present.